Event description:
The low flow alarms were due to the patients small build, right heart failure, and small left ventricular end diastolic diameter. The alarms were resolved by lowering the flow rate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6). Section e1: reporter phone number: (B)(6).

Event description:
It was reported that log files were submitted for concern of low flows. The patient had no symptoms reported. A computed tomography was performed and found that the inflow cannula was facing the septum and the left ventricular end diastolic diameter was small, and sucking had occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the inflow cannula facing the septum could not be confirmed through this evaluation. Additionally, an analysis of the submitted log files confirmed low flow alarms. According to the account, the low flows were due to multiple factors, including the patient's smaller body surface area (bsa), smaller build, and smaller left ventricular end diastolic diameter. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient conditions could not be conclusively determined through this evaluation. The submitted system controller event log files contained events from (B)(6) 2023 through (B)(6) 2023. Transient low flow alarms were captured on (B)(6) 2023, which were associated with slightly elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas-, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also addresses all pump parameters, including pump flow and pulsatility index (pi). The IFU addresses all pump parameters, including pump flow and pulsatility index (pi). The IFU also provides information for the system monitor and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, the IFU explains that changes in patient conditions can result in low flow. In reference to pi, the IFU explains that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Both the IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. These sections instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The IFU also explains that a low-speed advisory alarm will appear if the fixed speed has been set 200 revolutions per minute (rpm) or more below the low-speed limit. Furthermore, the patient handbook instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the right heart failure was pre-existing.